Manufacturer narrative:
(B)(4) packaging - integrity. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was there any hole, tear, or puncture noticed on the sterile package? No. How was the product stored? Stored normally, and the other pieces in the same box is in good status, but just this one is broken. Did the packaging look damaged? No. Was the package reprocessed or resterilized? No.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and suture was used. The sterile package was found broken when the nurse removed it from the box. Another suture from the box was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
One empty opened box and one labeled zipper tray with one needle/suture combination was received. The opened overwrap packet was examined for visual inspection attribute defects and no damage, holes or break were observed on the overwrap packet. The seal area was examined for: appearance wrinkles, and continuous seals and the overwrap packets met the requirements. The needle/suture combination was dispensed and examined and no defects or damages were found. The tray was examined for visual inspection and no damage or break was observed. No defects or broken packaging was observed on the received sample.